Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving morphine (800.0 mcg/ml at 450.32 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was examined on (B)(6) 2018 and the pump was loose and freely movable in the pocket. The patient was at risk for the pump flipping leading to twirling, linking, or fracture of the catheter. The patients pump was repositioned on (B)(6) 2018. It was indicated the event was related to the device or therapy and possibly related to the implant procedure. The patient's weight was noted as (B)(6). No cause was provided for the pump loose. The issue resolved without sequelae on (B)(6) 2018.